Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were called on (B)(6) 2013 due to low blood glucose. On (B)(6) 2013 the user stated that they were unable to sleep since the low blood glucose event on (B)(6) 2013. On (B)(6) 2013, the user had a blood glucose of 120 mg/dl in the morning. User then ate food but did not bolus after eating. User stated after 90 minutes their blood glucose went down to 50 mg/dl. User treated with food intake. User stated they had changed sites on (B)(6) 2013. User stated they have had low blood glucose issues for the past year. Troubleshooting was not provided. Insulin pump will not return for analysis.